Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl, customer alleged the pump was not delivering the exact amount of insulin. Correction bolus was delivered. Customer was hospitalized for bg and diabetic ketoacidosis (dka). Customer was treated with an insulin drip. Customer resumed pump delivery and bg elevated. Customer reverted to using manual injections for insulin therapy. System check was performed with tandem technical support; no device issues were found. Recommendation was made for the customer to discuss the event with a healthcare provider. Customer acknowledged.